Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient received unreported treatment for the peritonitis. The patient was recovering from the peritonitis. On an unreported date, dianeal therapies were withdrawn and hemodialysis was started. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter minicap. On an unreported date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.